Event description:
Impact 754 ventilator was being used on a patient when the technician reported that the device reading did not match the gas input. The end user reported that there was no resulting serious injury to the patient. Though it was reported that serious injury to the patient did not occur, we have submitted this as a serious injury event because intervention using back-up ventilation equipment may have become necessary to preclude permanent impairment or damage due to the device malfunction.

Manufacturer narrative:
Problem found with device compressor which showed intermittent output when received in impact's service department. The compressor was replaced by impact's service department. Further analysis of the compressor by impact's engineering department showed the compressor performed in accordance with specification - no problem could be confirmed.